Event description:
It was reported that post-operatively a completed cardiac ablation procedure, while the patient was in the hospital bed, a pericardial effusion was identified with associated hypotension and cardiac tamponade. An intracardiac echocardiography (ice) was carried out during the procedure, no effusion was noted prior to ablation. The event extended hospitalization. A drain was placed per the physician and dark red blood was drained. The physician suspected the effusion may have occurred during the transseptal portion of the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID:900301 product type: integrated dilator/needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.